Event description:
Customer called to report that insulin pump had a blank screen. Blood glucose reading was 160 mg/dl. The customer changed that battery and received a battery out limit alarm. Customer had a blood glucose reading of 40 mg/dl before breakfast due to having a small dinner last night. The customer stated that her blood glucose is currently normal. Troubleshooting was performed. A crack was found on the display screen. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).